Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A division director reported that a patient reported severe dry itchy eyes post custom wavefront lasik in the right eye. Problems were pretty bothersome for the patient one to six months post lasik. Patient was kept on drops regimen and gave eyes time to recover. Patient went to many specialists and all said that it was severe dry eye. The patient found out that they have meibomian gland dysfunction ((mgd) from wearing contacts for so many years. Patient was told that mgd issue was likely asymptomatic while wearing contacts. Patient has done meibomian gland probing and plans to do automated therapeutic treatment in the future. Patient feels this has damaged their sense of sight and left them handicapped. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
No root cause and no actions can be defined. (B)(4).